Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was returned for evaluation. For this reason, the reported event could not be reproduced. Potential contributing factors to reported event have been evaluated. Previous investigations of similar complaints have been reviewed. On the basis of the information available, the stent was partially deployed inside the patient leading to stent fracture upon removal of the delivery system from the patient. This kind of event may be related to a difficult vessel anatomy leading to increased friction during stent deployment, partial deployment and subsequent stent fracture upon removal of the system. An insufficient or not performed pre-dilation may be another potential contributing factor to the reported event. In this case, no information regarding the vessel anatomy or the procedure performed was provided. It is unknown whether the lesion had been pre-dilated. On the basis of the limited information available and as the no sample was returned, a definite root cause for the event reported could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques.

Event description:
It was reported that during a crossover stent placement procedure of the sfa and popliteal artery, the stent delivery system became blocked when the vascular stent was being partially released 1 cm. The distal end of the stent fractured and was released in the external iliac artery. Additional stenting was necessary for treatment. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the partial release and fracture of the stent. A force transmitting component was found to be fractured indicating the presence of high release force. The breakage of the force transmitting component made the successful deployment of the stent impossible. Increased friction is considered the reason for the increased release force and subsequent fracture of the component. The stent fracture is considered a consequence of the partial stent deployment occurred during removal of the flowered stent from the patient. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult vessel anatomy leading to increased friction during stent deployment, partial stent deployment, and subsequent stent fracture upon removal of the system. An insufficient or not performed pre-dilation may be another potential contributing factor to the reported event. In this case, no information regarding the vessel anatomy and the procedure performed was provided. It unknown whether the lesion had been pre-dilated. On the basis of the information available and the evaluation sample, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques. Updated data due to receipt of sample. Updated 'additional event information' due to receipt of sample.

Event description:
It was reported that during a crossover stent placement procedure of the sfa and popliteal artery, the stent delivery system became blocked when the vascular stent was being partially released 1 cm. The distal end of the stent fractured and was released in the external iliac artery. Additional stenting was necessary for treatment. There was no reported patient injury.

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a crossover stent placement procedure of the sfa and popliteal artery, the stent delivery system became blocked when the vascular stent was being partially released 1 cm. The distal end of the stent fractured and was released in the external iliac artery. There was no reported patient injury.